Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed events while the device was connected to the power module. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the report of a large ventral hernia could not conclusively be established through this evaluation. Decreases in speed were reported while the device was connected to the patient cable on (B)(6) 2020. Following these events, the center reportedly placed the patient on an ungrounded patient cable. It was reported on (B)(6) 2020 that the patient had a large ventral hernia that could have contributed to the alarms. The patient remained on an ungrounded patient cable with no further speed drops as of on (B)(6) 2020. The patient remains ongoing on (B)(6) with no further related issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii lvas. The IFU and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. All heartmate ii lvad drivelines have the potential for wire / shield breakdown to occur depending on the length of use and movement / flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced speed drop when connected to the patient cable. The site thought it was short to shield and placed patient on an ungrounded cable. Log analysis captured low speed events while using power module, which this type of behavior has been linked to percutaneous lead issues. Additional information stated that alarms resolved with the ungrounded cable. The patient has a large ventral hernia that could be contributing to the alarms. No equipment was exchanged.